Event description:
The patient reported the ICD alerting every four hours, then eventually every two hours. Alerts with this frequency is indicative of an rv lead issue. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).